Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 type of investigation removed b17 and added b18. Updated information was provided which states that the device was discarded.

Event description:
An impella cp device was inserted via the right femoral artery in a patient of unknown age and gender for acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s comorbidities were not reported. During impella cp support, it was reported that following removal of the peel-away sheath and insertion of the repositioning sheath, the patient developed continued access-site bleeding. In response, a perclose closure device was deployed, which achieved hemostasis. The impella cp purge solution consisted of dextrose 5% in water with 25 milliequivalents of sodium bicarbonate. The reported access-site bleeding is consistent with known risks associated with large-bore femoral arterial access, as well as the anticoagulation and purge requirements associated with impella support, and may be influenced by patient-specific factors and critical illness. Two days following the reported event, care was withdrawn, and the patient expired. The death is conservatively being reported; however, based on the available information, the outcome is more likely attributable to the patient¿s underlying acute myocardial infarction, cardiogenic shock scai stage e, and overall presenting critical clinical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in d3. Pdi/minor bleed : the cause of the bleeding at the access site was not determined due to insufficient clinical details.